Manufacturer narrative:
Device problem code added. Method, result and conclusion codes added. (B)(4).

Event description:
Complaint for three devices: the end of each one of them is broken, the tip is like broke off. It's like pinched, the curved tip is almost ready to fall off.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. We are currently awaiting return of the device for analysis which is expected but has not yet been received.

Event description:
Complaint for three devices: the end of each one of them is broken, the tip is like broke off. It's like pinched, the curved tip is almost ready to fall off.